Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the dentist. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation.

Event description:
(B)(4). - the dentist reported that after nearly 1 month dental implant was installed intraoral region 7#, its non-osseointegration was observed. In addition, 40ncm of primary stability was achieved, the patient presented bone type I, immediate load and immediate implant were performed and trauma over the implant has happened.